Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, hypertrophic scarring. Concomitant medical products: an unspecified 375 saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with an unspecified 425cc mentor saline breast implant and experienced postoperative right-sided hypertrophic scarring and deflation. As a result, the patient underwent bilateral removal and replacement with a 425cc mentor smooth round moderate profile prosthesis (left; catalog #: 3501670, lot #: 5647050) and a 475cc mentor smooth round moderate profile prosthesis (right; catalog #: 3501680, lot #: 5648609) on (B)(6) 2007. Upon explantation, the surgeon noted that the patient had a 425cc saline implant on the right.

Manufacturer narrative:
On 12-feb-2020, mentor received additional information regarding the date of implantation and the suspected medical device. The device was implanted on november 1st, 2004. Review of additional information shows that the reported device was manufactured by another company, and mentor will not continue on the product investigation. Manufacturer's reference number: (B)(4).